Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site. Subsequently the patient was treated with a course of oral antibiotics in (B)(6) 2012 (exact date not reported). The patient had three skin revision procedures without anesthesia ((B)(6) 2012, (B)(6) 2013, and (B)(6) 2015) and one skin revision procedure performed under general anesthesia on (B)(6) 2013. As of (B)(6) 2015 the patient is using the device successfully. The implanted device remains.